Manufacturer narrative:
(B)(4). Malformed clip, jaws closed. (B)(4) in the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked as intended, however the orange indicator did not show up completely. No conclusion could be reached as to what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was not feeding the clips correctly during firing and were sideways. They completed the procedure with a new like device. There was no patient consequence reported.